Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the probe of the gastrovideoscope was cut and peeling and adhesive was missing on the forceps cover. Based on the results of the investigation the most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the probe of the gastrovideoscope was cut and peeling and adhesive was missing on the forceps cover. There were no reports of patient involvement.